Event description:
Ligasure open surgery 36mm-18cm sealer/divider was plugged into machine and displayed "unknown device." Making the device unable to use. Or department has found this same concern with other ligasure devices from same lot #.